Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed, and the reported symptom was not found to be related to the reported instrument. The instrument's yaw pulley was inspected and found to have no thermal damage. What may appear to be thermal damage are actually abrasions and indentations. Additional observations not reported by the site were also identified. The instrument was found to have abrasions and indentations on the bipolar yaw pulley. There was no material missing. The instrument was found to have conductor wire insulation damage. There was no material missing. The conductor wires were not exposed. The instrument passed an electrical continuity test. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.039¿ - 0.247¿ in length and were not aligned with the tube axis. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted thymectomy surgical procedure, the plastic portion of the long bipolar grasper melted. The customer specified that the plastic at the top of the instrument branching melted. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The thermal damage was first observed after the procedure. The customer believed that the plastic at the top of the branches was melted on the instrument. A new instrument of the same type was used for the procedure. The surgeon did not know what caused the thermal damage to the instrument. The instrument did not collide with another energy instrument during the procedure. There was no arcing observed during the procedure. No images or patient demographics available.